Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The patient inserted the wearable into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, they experienced a hypoglycemic event. The patient¿s husband noticed around 06:30 am that the patient was unresponsive and called 911. The patient was brought to the hospital and when a fingerstick was taken the blood glucose reading was 22 mg/dl. The patient was treated with glucose (route not reported) and was given food. The patient was discharged after spending 3-4 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No additional patient or event information is available.